Event description:
Customer reported that the insulin pump is exposed to fluid. The blood glucose reading is 140 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Moisture damage found on motor. The insulin pump was received with cracked case at display window corner, minor scratched liquid crystal display window, broken reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)